Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple shocks to the patient and the physician suspected that the shocks were inappropriate. Boston scientific technical services indicated that the initial episodes showed clear ventricular arrhythmia, however, later on the whole signals got very arrhythmic even in between the shocks. The physician was unsure if these were supraventricular tachycardia (svt), and boston scientific technical services could not confirm or refute. No additional adverse patient effects were reported, and the device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple shocks to the patient and the physician suspected that the shocks were inappropriate. Boston scientific technical services indicated that the initial episodes showed clear ventricular arrhythmia, however, later on the whole signals got very arrhythmic even in between the shocks. The physician was unsure if these were supraventricular tachycardia (svt), and boston scientific technical services could not confirm or refute. No additional adverse patient effects were reported, and the device remains in-service.